Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, a field service technician was deployed to the site to check the hardware since the site had recently been upgraded to hemo v10.0.3 patch 1 which should have corrected the reported problem. It was found that the thumbs screws on the pdm (patient data module) were loose. They were replaced along with the gender changer and coil cable. The medical staff reported to the field service technician that whenever the table is moved around, the coil cable gets hung up. This is most likely the cause of the reported problem and the reason conclusions code 19 (human factors issue) was used. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required;" and in the (B)(4) section, "question: why isn't the system showing any waveforms or numbers? Answer: check for the green light on the pdm and ensure the link is up. Check to see if any cables are disconnected."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor froze during a procedure and was subsequently rebooted that caused a loss of physiological monitoring. The delay was ~5-6 minutes while waiting for the hemo system to reboot. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully once the hemo monitor was rebooted. (B)(4).